Manufacturer narrative:
Final conclusions: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. Scratches on the can are visible at reception. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the lead connection test was successful. No tightening marks could not be seen on the atrial setscrew tip but the issue reported was on the ventricular channel where regular tightening mark can be observed on the setscrew tip. The patient files analysis led to four main observations: high ventricular lead impedance (above 3000 ohms), ventricular beat seen on the atrial channel, ventricular capture loss, non-physiological signals. The likely hypotheses would be an atrial lead positioning issue, and/or a ventricular lead issue (such as fracture) and/or friction occurrences between the leads which are to close. Since no regular tightening mark is seen on the atrial setscrew tip, a lead connection issue could not be excluded neither. For more details,

Event description:
During the first follow up after the implantation, the physician discovered an abnormal ventricular impedance (>3000 ohms), so he decided to explant the patient. During the explantation, the lead was tested and everything worked fine. There was no blood in the connector.

Event description:
During the first follow up after the implantation, the physician discovered an abnormal ventricular impedance (>3000 ohms), so he decided to explant the patient. During the explantation, the lead was tested and everything worked fine. There was no blood in the connector.

Manufacturer narrative:
The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. Scratches on the can are visible at reception. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the lead connection test was successful. No tightening marks could not be seen on the atrial setscrew tip but the issue reported was on the ventricular channel where regular tightening mark can be observed on the setscrew tip. Based on the available data, no abnormality was suspected at the connectors level and the issue could not be reproduced. The root cause can not be, unfortunately, determined. A patient files analysis is currently ongoing. For more details, please refer to the attached report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the first following after the implantation, the physician discovered an abnormal ventricular impedance (3000 ohms), so he decided to explant the patient. During the explantation, the lead was tested and everything worked fine. There was no blood in the connector.